Manufacturer narrative:
Quality control data was reviewed and all values were within the specified ranges. Analyzer performed as designed. Good laboratory practice requires that a system be in place for confirming and reporting abnormal values. Even though there were multiple flags and instructions to perform further review, the user manually released the erroneous results without any additional verification. Analyzer performed as designed.

Event description:
The user reported analyzing a sample from an inpatient in the neonatal intensive care unit (nicu) on (B)(6) 2016 at 23:05. The results were flagged for numerous abnormalities and critical values. The user was instructed to perform a manual differential, a smear review and to send for a pathology review prior to reporting the results. The automated impedance platelet (plt-I) = 85 x 10^3/ul. The fluorescent platelet (plt-f) method had a value of 74 x 10^3/ul. The fluorescent platelet value was released prior to any further verification. It was reported that the patient received an unnecessary platelet transfusion. The manual smear review was performed the next morning and the user issued a corrected report stating a platelet estimate of 216 x 10^3/ul was observed. The patient was last reported to still be an inpatient in nicu. There was no harm reported due to the patient receiving the platelet transfusion. This issue will be reported on the basis that results mistakenly released by the user led to a patient receiving an unnecessary transfusion, carrying with it the risks involved with receiving blood products: transfusion reaction, development of antibodies, exposure to blood borne pathogens and infection.